Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number lot 30928449l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient (98.7kg) underwent a right ventricular outflow tract tachycardias premature ventricular contractions (rvot pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring a pericardiocentesis. It was reported that they lost visualization of all the catheters displayed on the carto 3 system. They stated that after they had performed carto sound contours, performed initial mapping using a pentaray catheter and the ablation catheter, changed the patient from light sedation to heavier sedation prior to ablation, and moved the catheters from the right ventricle to the right atrium, the visualization issue occurred. They stated that there was also a message displayed on the carto 3 system that the patient reference had moved. They notified the physician of the issue immediately. They did not maneuver the patient and the issue was resolved on its own. The bwi representative stated that he typed ¿ctrl p¿ to check the patch location, and everything looked okay. When they went back in with the ablation catheter to ablate, they noticed that they were in a new area of geometry that they had not collected prior. After bringing up the previous sound map and a snapshot of the cs catheter, there appeared to be a map shift on the carto 3 system of about 5-10cm posterior and left lateral. They created new maps and remapped the atrial and ventricular anatomy, remapped the pvc, and continued the procedure based on the new maps. As they were about to come out of the right side to potentially perform some ablation on the left side of the heart, they went to get a new sound map due to the map shift, and a pericardial effusion was discovered with intracardiac echocardiography (ice). They reported that some ablation had already been performed when the issue occurred. The patient had no visible symptoms. The pericardial effusion was discovered about 20 minutes after the map shift occurred. They were using ice to check for effusions throughout the entire procedure. The procedure was aborted. Pericardiocentesis was performed under general anesthesia, and it was unknown how much fluid was removed. The pericardial effusion was successfully drained and that there was no more pericardial effusion present. The patient was reported to be in stable condition. They did note that they had thought the patient had a small hematoma in the groin earlier in the procedure but that it was believed that the patient did not after assessment. The adverse event was discovered during and post use of the bwi products. In this case during recollection of sound contours and post initial ablation. The bwi representative stated that the physician did not provide them with an opinion on what caused the adverse event, but based on experience, how the products functioned during the procedure and the knowledge of the patient¿s presenting conditions they personally believed that the event cause was procedural. Pericardiocentesis was performed and a drain was maintained post operatively to continue to monitor the patient condition. Outcome of the adverse event was fully recovered (no residual effects). Improved post case the effusion was drained, and the patient was hemodynamically stable. The patient required additional level of care post procedurally (ICU with CT surgery input) due to the adverse event. They believe the patient was in his 60¿s but will update with specific date of birth (dob). Relevant tests/laboratory data-patient was anticoagulated with heparin intraoperatively with serial acts for goal of act greater than 280 once we were planning to use a retro-aortic approach for the final portion of the procedure. Once effusion was noted heparin was reversed with protamine. They believed that only a bolus of heparin had been given prior to ablation since we were still on the right side of the heart at that time. In the physician¿s opinion, cancelation of the procedure most likely did not contribute to a death or a serious injury to the patient since the patient was successfully discharged home. His presenting condition was not life-threatening and at the time of procedure cancellation the physician was of the opinion we had at least successfully minimized his pvc burden. Generator information- stockert gmbh smartablate system, ref m490002, sn g4c-6457-a. Patient required extended hospitalization due to the pericardial effusion and had to have effusion drained. Not sure how long they had to stay. No transseptal puncture was performed. Arterial access was obtained at beginning of procedure for potential retro-aortic approach but was not used other than for arterial pressure tracing during procedure. Prior to noting the CT, ablation was performed, ablation in rvot near pulmonic valve was performed. No evidence of steam pop intraoperatively. The event occurred post ablation phase. An stsf catheter was used with normal flow settings. Power was set between 30-40w. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Prior to ablation the ablator was moved from the right ventricular outflow tract (rvot) to the right atrium (ra) so the anesthesia team could switch from light sedation to general anesthesia. During the transition a patient reference change error occurred, and catheter visualization was lost. Patch location appeared unmoved from initialization and the error self-corrected with no additional system errors. However, when ablator was re-advanced to rvot to perform ablation a map shift was observed based on ablator location in relation to previous fam. This was confirmed based on initial sound maps as well as catheter snapshot location of the cs catheter. The issue was seen post initial mapping prior to ablation. However, due to the shift new maps were created prior to ablation. Based on initial fam compared to fam post shift, cs snapshot location and prior sound maps the shift appeared to be approximately 5 to 10 mm posterior and left lateral. No cardioversion was performed however the patient was intubated prior to shift. No patient movement was detected based on patch location. However, the system did provide a warning that the patient reference had changed. This warning resolved on its own. Parameters for stability for the visitag module used were range 2-2.5mm, time 3 seconds, fot 25. Tag size 2 mm. No additional filter used with the visitag. Color options used prospectively was fti and other impedance 5 to 10 ohm this event was reviewed with the carto team and it was determined that the map shift was related to the sedation increase as the increased sedation can affect respiratory and cardiac rhythm/rate. The mapshift issue was assessed as not MDR reportable. This is normal or expected response from the system. There is no system malfunction. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.